Manufacturer narrative:
(B)(4). Additional information received by sales director stating revision procedure may not have occurred. Concomitant medical products: x180311, bi-metric/x por nc 11x135, 036650. The 139259, m2a magnum 42-50 m tpr insrt +6, 070130. The 157446, m2a-magnum mod hd sz 46 mm, 634780. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03293, 0001825034-2018-03294, 0001825034-2018-03295.

Event description:
It was reported patient underwent a revision procedure approximately six years post-implantation due to pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. Revision surgery's op-notes confirmed the presence of adverse tissue reaction and pseudotumor. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient's left hip was revised approx 6 years post op due to pain, adverse local tissue response, pseudotumor, and elevated metal ions. During revision, significant thick and dark colored fluid, pseudocapsule, cold welded trunnion to stem, acetabular medial and posterior wall defect and large bony pedestal encountered on the femur were noted. No additional information was available

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.